Event description:
It was reported that the pt was unable to adjust stimulation. The pt had reached the upper limits and did not feel stimulation. A return of symptoms was experienced. Device interrogation by a company rep indicated that the pt's implantable neurostimulator was in a por (power on reset) condition and had frequently entered a por condition in the recent past. The implantable neurostimulator battery status showed 2v. The pt's stimulation was working, but the sensation was not as strong.

Manufacturer narrative:
(B) (4).